Manufacturer narrative:
B5, h10 b5, h10.

Event description:
It was reported that the wake button was difficult to press.

Event description:
It was reported that the pump touch screen was hard to press. There was no reported adverse impact to customers blood glucose level. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.